Event description:
The rep reported three months later that no additional troubleshooting or intervention was performed, only changing the contacts. The patient has not reported any further problems.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient has elective replacement indicator (eri) on the patient programmer (pp), but has only had the device since (B)(6) 2015. Early eri was questionable. The device was checked with a clinician programmer by the physician, who also got eri message. Impedance testing was done and there were low impedances of 37 on contacts 9 and 10. The neurologist reprogrammed to avoid those contacts. The implantable neurostimulator (ins)was at 2.58v. The settings were as follows: left side contact 3+, contact 1- amp 4v pw 60 rate 150, therapy impedance 981, current 4; right side contact 9+, 10-, 11- amp 5.24v pm 60 rate 111, therapy impedance 87, current low. Electrode impedance left were all in range of 735-1000, right 9 and 10=37. The issue was not resolved at the time of this report. No surgical intervention occurred nor was planned. The patient was alive with no injury. The rep will obtain more information from the hcp on (B)(6) 2016. Additional information has been requested to find out the patient outcome. If additional information is received, a follow up report will be sent.